Event description:
It was reported that the device would not operate on ac or dc power. There was no known pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure to power on ac and dc power physio replaced the power pcb and system/memory pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies and determined the cause of the reported problem to be a burned system/memory pcb assembly between the fl207 and fl120 filters. The power pcb assembly was evaluated and several fuses were found open.